Manufacturer narrative:
The investigation is ongoing with the support of the external third-party supplier. A preliminary review of the device history records (DHR) did not identify any anomalies for the involved lot (2535515 - ster: (B)(4)). In parallel, a sample of 10 new units available in our internal warehouse stock was inspected and found to be conforming. The device contained within each package corresponded to the product indicated on the label: smr finned stem short d.17 mm l: 45 mm (product code: 1304.15.017, lot: 2535515 - ster: (B)(4)). A final report will be provided upon completion of the investigation.

Event description:
On (B)(6) 2026, an intra-operative issue occurred during a planned right reverse shoulder arthroplasty. The surgeon intended to implant a short stem d.17 mm l: 45 mm (product code: 1304.15.017). During the procedure, it was identified that the implant contained inside the package labeled as smr finned stem short d.17 mm l: 45 mm (product code: 1304.15.017, lot: 2535515 - ster: (B)(4)) was not a short stem, but a standard stem d.17 mm l: 80 mm (product code: 1304.15.170 - lot: unknown). Therefore, a short stem package apparently contained a standard stem instead of the correctly labeled implant. It was reported that the involved device (product code: 1304.15.017, lot: 2535515 - ster: (B)(4)) was received sterile and showed no evidence of seal breach. This mismatch was discovered during surgery after opening and implantation. As the implant had already been inserted at the time the discrepancy was identified, the standard stem was left in situ. The surgeon was satisfied and the result was good. There was a delay of 2-3 minutes. According to complaint sources, the humerus was prepared for a standard stem, but intraoperatively it was then switched to a short stem because this suited the doctor better. Thus, everything was prepared for the incorrectly packaged standard stem. Event occurred in switzerland.